Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'the pump does not respond to a slide clamp being inserted into the slide clamp keyhole.' Was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be door did not prompt to load a set due to upper hook switch was nonresponsive and switch is out of adjustment. Mechanism will be reinstalled to correct reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not respond to a slide clamp being inserted into the slide clamp keyhole during testing in the biomedical service department. There was no patient involvement. No additional information is available.